Manufacturer narrative:
On (B)(6) 2019, mentor completed evaluation of the device. Device evaluation summary: during visual inspection it was observed a rupture in posterior view, measuring approximately 5 cm, also an area of missing material by the tear was noted, measuring approximately 0.4 cm x 0.3 cm. During the microscope examination striations were detected in the edges of the missing material, no evidence of instrument damage was observed in the edges of the rupture. No other anomalies were discovered. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The rupture maybe was an extension of the missing material rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor memorygel breast implant 325cc being used in a breast surgery was found to be ruptured during the operation. No adverse event was experienced by the patient. The ruptured device was replaced and the surgery continued. There were no reported procedural delays.